Event description:
Complainant alleged that the medics were attempting to defibrillate a 51 year old male pt who was in cardiac arrest, but the multi-function cable that the medics were using with the device caused the device to display a "check electrodes" error message. The medics were able to obtain another device to defibrillate the pt. The complainant indicated that the pt subsequently expired.